Event description:
Related manufacturer reference number 3006705815-2022-17942, related manufacturer reference number 3006705815-2022-17944. It was reported that patient experienced ineffective therapy and pain at the ipg pocket site after a fall. Reportedly, the leads had migrated, and surgical intervention was undertaken wherein the leads and ipg were explanted and replaced. The issue was resolved.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.